Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services reported that intermittently the monitor produced only stripes. A new back cover with reset switch was added to solve the stripes problem. Device was returned to customer. Additional part used: glidescope avl video baton 3-4, catalog: 570-0313, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, they experienced an intermittent image problem. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.